Manufacturer narrative:
(B)(4).

Event description:
Procedure: lapg. According to the reporter: since it was difficult to attach the anvil to the stapler, the surgeon extended the incision by more than 3 cm and tried. The anvil was connected to the stapler, but easily detached when it was tensioned. While trying repeatedly, the tissue of esophagus and jejunum was torn and the surgeon removed the anvil. Using a new orvil and eeaxl, anastomosis was performed successfully. There was tissue damage and unanticipated tissue loss. Operating time extended: more than 30 min.